Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5592-45 implantable pacing lead, implanted: (B)(6) 2008; 694758 implantable tachy lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported the patient is deceased and died approximately six weeks after the implantable cardioverter defibrillator (ICD) was replaced. The cause of death has been requested and not received.